Event description:
There was a report of being unable to interrogate the device. It was reported the patient presented with pectoral stimulation, and reported shortness of breath on exertion. The ECG showed unipolar pacing, vvi mode, with a rate of 65 ppm, consistent with back up mode. The device was explanted. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the failure disappeared during analysis.